Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen at the previous follow-up was misleading. The device reached the recommended replacement time and switched to nominal mode before the follow-up, causing patient discomfort.